Event description:
It was reported that a patient experienced a ventricular tachycardia. During a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. The device was used to perform an off-label cavo-tricuspid isthmus (cti) ablation and after that the patient went into ventricular tachycardia. Lidocaine was given to the patient and a defibrillation was performed, and the patient returned to sinus rhythm. A cardiac catheterization was then performed and the patient was in stable condition. The patient was kept for overnight observation. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.